Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited high out of range shock impedance measurements. It was reported the shock impedance measurements have chronically been high. At this time, the system will continue to be monitored. An invasive procedure was being considered to check the set screws if the measurements continue to increase. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The ICD was explanted over a year and a half later due to an upgrade procedure. The ICD was returned for analysis.

Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.